Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potentially inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The therapy did not convert the rhythm. Technical services (ts) reviewed and found the device was operating as programmed. This ICD remains in service. No additional adverse patient effects were reported.